Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regt4077 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported by the customer "per vat team member "two 3fs PICC introducers are long and flimsy. One has a white ridge and the inserter was not able to get it through the patient's skin. The second one got a burr on the end trying to insert in the patient's skin and a few notches in the outside channel." This report addresses the inserter with the burr at the end.

Event description:
It was reported by the customer "per vat team member "two 3fs PICC introducers are long and flimsy. One has a white ridge and the inserter was not able to get it through the patient's skin. The second one got a burr on the end trying to insert in the patient's skin and a few notches in the outside channel." This report addresses the inserter with the burr at the end.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult insertion of the microintroducers was inconclusive due to the sample condition. A photograph of the two implicated 3.5fr ptfe microintroducers was returned for evaluation. Both samples were found within plastic bags. One of the samples consisted of the dilator within the sheath while the other sample was the sheath without the inlaid dilator. The sheath had not been and peeled on either sample. The distal end of the dilator and sheaths could not be clearly visualized in the returned photograph. No close-up photographs were provided of the reported ridges or burrs seen on the devices. The submitted photograph did not contain distinguishing features that could aid in confirmation of the complaint nor identification of a specific root cause. Therefore, this complaint will be recorded as inconclusive at this time. Possible contributing factors could include too small of an incision, a steep insertion angle, a poor transition of the introducer sheath to the dilator, or damage to the dilator or sheath prior to use. Sheath damage can be minimized by simultaneously advancing the sheath and dilator as a single unit using a rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. H3 other text : evaluation findings are in section h.11.